Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device voltage was at elective-replacement level. Device image analysis indicated elevated current drain during the implant duration due to increased duty cycle of the internal circuitry caused by the firmware resulting in the reported event. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was removed and replaced. The patient was stable.